Event description:
Pt status post pro disc-c implantation c6 - c7. Surgeon noted pt involved in motor vehicle accident, and presented with left arm pain with posterior migration of implant. Surgeon removed hardware. Pt revised to cslp plate, and vertebral spacer -cr, level c6 - c7

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.